Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient was diagnosed with stress incontinence and vault prolapse. The patient underwent an abdominosacral vaginopexy, posterior repair and sparc (non bard/davol) procedure. Operative dictation notes an "approximately 3 inch piece of prolene (davol flat) mesh folded in half was attached from the prolene sutures at the vault to the prolene sutures at the sacral promontory tied under good tension and the retroperitoneal space closed over the mesh." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.